Manufacturer narrative:
This is a combination product. Cmp- (B)(4). Report source, foreign - event occurred in poland. Product was not returned or pictures were not provided. Visual and dimensional evaluations could not be performed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the product was sterilized according to the specification. This device is used for treatment. Reported event is not related to a combination of products, therefore, a compatibility review is not applicable. Complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part/lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Reported event is not related to medical condition. Review of medical record is not applicable. The root cause of the reported issue is attributed to a human error (product implanted after expiry date). A communication has been done to the customer. No further actions have been initiated as a result of the reported event investigation. The complaint is closed but could be reopened if new information is received later.

Event description:
It was reported that an expired optipac was used in surgery. No known adverse health consequences has been reported as the result of the event.

Event description:
It was reported that an expired optipac was used in surgery. Additional information was received that the users only use expired cements for training purposes for trainee nurses athe chief nursing officer stated that they are vigilant about this and no expired product is ever sent to a patient. No patient involvement, no adverse health consequence has been reported as result of the malfunction. The current report is issued to share this update of the event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The expired product used for training purpose and not implanted to any patient. No further investigation required. .